Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event: unknown. Additional device info: this report is for an unknown condylar plate/unknown lot. Implant date: within six months prior to this report. Explant date: about a week or two before (B)(6), 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a distal condylar plate broke post-operatively. The patient was originally treated for a periprosthetic condylar knee fracture within the last six months (exact date unknown). On an unknown date, during a follow up visit, the surgeon discovered via x-ray that the patient¿s plate was broken at the first combination hole of the distal portion of the plate. It was reported that the surgeon explanted one condylar plate and thirteen screws. The date of explant surgery was reported as about a week or two ago. The explanted devices will not be returned. The surgery was successfully completed. This report is for an unknown condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.